Manufacturer narrative:
(B)(4). Embolic protection: rx accunet (1011649-65, lot # 9021351). The stent remains inside the patient. There was no reported product deficiency. The reported patient effects of neurological deficit/dysfunction and visual disturbances are known adverse events as listed in the acculink instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after the implantation of the acculink stent in the right internal carotid artery, the patient experienced visual scotoma in both eyes with no headache that resolved after two minutes. There was no reported intervention and the patient was discharged home two days after the procedure. 42 days after the carotid procedure, the patient experienced a second episode of scotoma that took 7 days to resolve; however, the patient denied having any headache or other neurological deficits. There was no reported intervention. There was no adverse patient sequela. Though requested there was no additional information provided.

Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.